Event description:
It was reported that the patient experienced a loss and inadequate stimulation and the leads had high impedances. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 . Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm . Unique identifier (UDI) #: (B)(4) model number/catalog number: sc-4316. Batch/lot number: 29866239 model/catalog description: clik anchor . Unique identifier (UDI) #: (B)(4).